Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The phaco power and vacuum were within normal specs. The hard drive was reformatted, the software was reloaded, and the touchscreen was recalibrated for diagnostic purposes. The system was then tested and met all product specs. (B)(4).

Event description:
The nurse reported vacuum came on without the phaco power. The system was switched out to complete the case. No pt injury was reported.